Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). The event is currently under investigation.

Event description:
It was reported the physician was performing a peripheral case via groin access and during the exchange the sheath separated from hub. The sheath was successfully retrieved with hemostats. A section of the device did not remain inside the patients body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Evaluation- a review of the complaint history, device history record, device history record, drawings, instructions for use (IFU) manufacturing instructions (mi), quality control (qc) and device specifications was performed during the course of investigation. The complaint device nor photo image of the failure were not provided to assist with the investigation. The IFU states, "precautions: when inserting, manipulating, or withdrawing a device through an introducer always maintain introducer position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide at least 10cm past the tip of the sheath. Insert the dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide." A complaint history search revealed this complaint to be the only reported complaint associated to the complaint lot number. There is no evidence to suggest the product was not manufactured to specification. Because the complaint device was not returned for investigation, we could not verify the dimension of the connector cap, nor could we verify if the flare size was manufactured to specification. If product is returned, the complaint will be updated. It is possible that the reported failure could be attributed to the patients pre-existing condition (scarred groin and may have had a tortuous or calcified anatomy), the medical procedure/technique, or to the manufacturing of the device. Without the benefit of a returned complaint device, and with the information known, a definitive root cause cannot be determined. We will continue to monitor for similar events.